Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was able to verify the customer reported issue. It was found that the top part of the screen in not responding. Calibration was performed on the touch screen, top portion of the touch screen is now working. Performed user verification test (uvt) test vent is working manufacturer's specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that vela touch screen would not let the end user to change anything on the device while in use on a patient. There is no patient harm reported.